Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed lesion in the distal right coronary artery (drca). A 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time to 4 atmospheres (atm) when a rupture was noted. During removal of the bdc, resistance was met with the anatomy. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.